Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and would boot. The receiver log was downloaded, reviewed and it failed. The receiver functional test was performed and it passed all the relevant testing. The receiver case was opened for interior inspection and passed. The battery measurements were taken and passed. The battery wrap was opened, inspected and it failed. The battery ic was found to be cracked. The reported event that the receiver ceased to function was confirmed during interior inspection. The root cause was determined to be a defective receiver battery.